Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump was received with cracked retainer, cracked battery tube threads, and cracked case at battery tube threads side. The test infusion set/reservoir remains in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.